Event description:
The device was used during a laparoscopic hysterectomy procedure. Reportedly, the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.